Event description:
On (B)(6) 2013 it was reported that two power cables and one serial cable for the programming system would be returned to the manufacturer for product analysis. They were returned and are currently undergoing product analysis. Product analysis on the returned flashcard revealed no anomalies with the flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis on the handheld identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with a damaged touchscreen display. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
On (B)(4) 2013 product analysis was completed on the ac adapters. An analysis was performed on the returned ac adapters and no anomalies associated with the ac adapters were noted during testing. The ac adapters performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and flashcard were returned to the manufacturer for product analysis. It was stated that it was returned because it wasn¿t working. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 it was reported that the handheld stopped responding in clinic the week prior. It was originally thought to be the battery so it was brought to the office to charge and has been charging over the weekend but the handheld still would not respond. A hard reset was performed but the touch screen still would not respond. It was reported that the handheld would be returned for product analysis but it has not been received to date.